Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported about the extraction reagent coming into contact with the eye, while performing binaxnow¿ covid-19 antigen self test on (B)(6) 2021. Although requested, no additional patient information, including treatment and outcome, was provided.